Event description:
It was reported that the non-preloaded johnson and johnson (jnj) intraocular lens (iol) was defective. The arms of the lens did not insert into the eye properly. The iol was fully inserted and then removed during the same procedure. There was no incision enlargement, vitrectomy, sutures or delay in procedure. There was no medical attention or medication prescribed outside the standard of care. The patient has fully recovered. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5, a6, patient information: declined to answer. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes section d9: date returned to manufacturer: aug 6, 2024 section h3: evaluated by manufacturer: yes device evaluation: the intraocular lens was inspected under magnification. The complaint lens was received coated in viscoelastic residue. The lens was cleaned and presented with cosmetic issues. No additional issues were identified. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.